Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer¿s blood glucose level was 400 mg/dl at the time of incident. The customer¿s other relevant blood glucose level was 300 mg/dl and in the range of 300 mg/dl to 400 mg/dl. The customer was treated with insulin pump. Based on customer report customer does not allege insulin pump was under delivering. Customer stated that the infusion set was leaked at tubing site. Customer was advised to change the infusion set and reservoir and to treat per healthcare professional's recommendation. The insulin pump will not be returned for analysis.